Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet bionic pancreas after a sensor change, and support provided education and troubleshooting that included toggling between sensor settings, restarting the ilet, and advising a pairing wait time. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to blood glucose levels and no need for medical care. User support included review of connectivity behavior and troubleshooting steps. Investigation of this case revealed a temporary communication failure between the cgm and ilet that was addressed through standard reconnection procedures without recurrence during the call. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and transient bluetooth pairing behavior.